Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the foreign object was detected during a therapeutic bronchoscopy procedure. The pt reportedly had a previous bronchoscopy 5 days prior to this reported event. The foreign object was said to have been retrieved with a dormia basket. The foreign object was said to be small with no sharp edge. There was no complication noted during the procedure and the pt was said to have been transferred to transitional care prior to home. The user facility further reported that the referenced device was last forwarded to a third party vendor on (B)(4) 2012. The device referenced in this report was returned to olympus for eval. The eval revealed that the device failed the leak test due to a hold on the bending section cover glue and torn bending section. The insertion tube was buckled and scratched. The device was refurbished.

Event description:
Olympus received a maude event report, which stated: "bronchoscopy done. Foreign body noted in left lower lobe. Upon retrieval, appeared to be risk from distal tip of bronchoscope. Bronchoscope examined and confirmed tip from scope."